Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population. This issue is discussed in the quarter 2, 2010 product performance

Event description:
Boston scientific crm received information that during a follow up visit, this device had reached end of life (eol). There was concern that the battery had depleted more rapidly than expected. A replacement procedure was performed, this device was removed, replaced and returned for analysis. No adverse patient effects were reported.